Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the distal rca which occurred during rotablation. The pk papyrus was advanced to the lesion but resistance was felt. After removal of the device a deformation at the distal edge of the stent was detected. Another pk papyrus was used and the perforation was successfully sealed.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user in order to reduce the potential for vessel damage, the inflated diameter of the balloon should not exceed the original diameter of the vessel proximal and distal to the lesion. The IFU further advised the user not to apply excessive force while accessing or crossing the lesion.